Event description:
The patient experienced repeated implantable neurostimulator migration. She stated that her ins moved "out of the muscle that it was stitched in." Her first two devices were explanted in her right buttock. The patient intended to have her next ins implanted in her abdomen. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 3004209178201009257.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device functioned normally during pal testing. Review of the previous service record revealed no issues that may have contributed to the reported difficulties of iipvs. The assignable cause of the reported off cycler manual drain volumes meeting iipv criteria was determined to be: insufficient drain, false empty detect and last manual drain not used. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
A caregiver contacted baxter's technical service center to report the homepatient (hp) performed a manual drain of over 4200ml. The programmed fill volume was 2500ml. This drain meets increased intrperitoneal volume (iipv) criteria. The technical service representative tsr would swap the homechoice (hc)machine. Product surveillance spoke with the hp's nurse on (B)(6) 2010. The nurse was aware of the situation and stated that the hp would perform manual drains until they receive the new homechoice(hc). The nurse stated that she would follow up with the hp to program the new hc. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp?s dialysis products.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.